Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, device underweight, brown particles on the surface of the shell, and a crease fold. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Stress marks, and a wear abrasion. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.